Event description:
Pump infused in approximately 24 hours instead of 48 hours. Fill volume 96 ml. The pump was discarded.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other fast flow complaints for the reported lot number. Information provided by the reporting party confirmed that the pump was underfilled to 96ml to obtain a two day infusion. This volume is well below the minimum fill volume for this pump of 175ml per the directions for use (dfu) (111111, rev.j). The dfu contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.